Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient was feeling nauseous and stated he ¿almost went into dka¿. The patient¿s bg meter reading was 450 mg/dl and the cgm was reading between 100- low 200s mg/dl. The patient was wearing an omnipod insulin pump. The patient went to the emergency room (ER) for evaluation. At the ER, the patient was treated with IV insulin. The patient was discharged after being in the ER for less than 24 hours. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.